Event description:
Related manufacturer reference number: 2017865-2021-34880. It was reported that the patient presented in clinic with an infection. On (B)(6) 2021, the physician explanted the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead. The patient was discharged from the hospital after the procedure.